Manufacturer narrative:
Product analysis:during functional analysis it was not more possible to inflate the balloon probably due to a hole or leak on the ibt. During visual analysis, the presence of a radial rupture on the distal peak .conclusion:based on the information provided, functional and visual analysis the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty. Intra-op, during the inflation the balloon ruptured. No fragments remained inside the patient. No patient complication were reported for this event.